Event description:
A medtronic representative reported a navigation system active frame with a loose base. In this condition, the base cannot properly hold the frame. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement small active hc frame shipped to site. Medtronic investigation of returned suspect device finds that, as reported, the attachment base on the frame is slightly loose. Otherwise, the frame returns good geometry and divot error readings. Physical damage - pieces loose - directly caused event.